Manufacturer narrative:
Date sent: 01/16/2009. Eval summary: the unit was received at the international service center. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue the analysis site replaced the rotational cable and fastening material. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit was sent for repair. It was not noted if the issue occurred during a procedure. There was no pt consequence reported. There was no further info is available.